Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: the meniscus component shows wear on the upper and bottom sides. The other components do not show any abnormalities. The femur and tibia components show adhesive bone cement with imprint of the spongiose bone. This indicates bone was adhered with the implant and the bones as it should be. All manufacturing files regarding these batches were checked and found to be according to specification. There are no other complaints regarding this batch. There are no indications of material or production failure. The wear on the inlay is likely caused by third body wear. The loosening was likely due to the infection (patient related).

Event description:
Country of complaint: (B)(6). An enduro knee was implanted 2 years ago. It had to be ex planted due to infection. Surgeon noticed heavy abrasion on the tibia inlay. Involved components: nb018k - 51833282, nr880m - 51825077.